Event description:
A patient was moved to a gurney, became diaphoretic and struggled for air. The nurse attempted to clear the patient's airway, felt this was a possible ventilator failure and bagged the patient. The nurse brought the vent and circuit in, as it was when the patient failed. The reporter removed the disposable circuit from the vent outlet connect. The meter read 40, as it should. The reporter reconnected the circuit to the vent without the disposable valve but without the peep and again the vent read the proper 40. The reporter attached the peep to the circuit and the vent failed putting out only 10 psi. The peep connect and the circuit connect were perpendicular to each other. The reporter rotated the peep 45 degrees and reduced the peep to zero. The pressure returned to 40. When the peep was again set to 5, the pressure was still 40. Two more circuits were opened and the reporter returned those to the neutral positions and settings with no failure. The reporter rotated the peep connect to the 45 degrees of the failed vent and no change. The circuit the reporter sent was placed on a parapac responder and the peep outlet was returned to the neutral position and failed to push the proper amount of air through. The reporter returned the outlet to the 45-degree angles and again it pushed to 40. They were not able to reproduce the failure a third time. The status of the patient was this; the patient became bradycardic... CPR was initiated and a bvm was applied. Theocygen saturation returned to 98%. Pacer-pads were applied but the patient returned to a regular rate and rhythm. The patient was diverted to a higher level of care and in a stable condition.